Manufacturer narrative:
Additional information: d10 a complete lead was returned in one piece measuring 46.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06712; 2938836-2020-06713. It was reported that the patient presented in the hospital. Upon device interrogation, the pacemaker exhibited oversensing of noise causing ventricular pacing inhibition. Programming change was made. After isometric exercise and pressing, there was no further noise inhibition. The right ventricular lead exhibited loss of capture, fracture, low pacing impedance and noise. There was also noise on the atrial lead. The system was explanted and replaced. The patient experienced syncope but was stable before, during and after the procedure.